Manufacturer narrative:
(Complaint number: (B)(4)). No samples were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No pictures were received. We have no further complaints on the material/batch. We have no further inventory of the material/batch. A check of quality records shows no deviations related to the reported event. The complaint cannot be determined. Production manager has verified correct functioning and performance of the assembly machine; no deviations were observed. Production and quality have been notified of the complaint and will continue to monitor. Please ensure the quickshield is secure on holder prior to use and please follow the instructions for use.

Event description:
Customer advised that the safety device is falling off or loose on the tube holder both in the bag and when activating which resulted in the phlebotomist unable to safely secure the needle resulting in a needle stick. Customer observed that occasionally when the phlebotomist activates the safety device the green sheath bends the jelco needle in half. Customer advised that the jelco needle falls out of the holder while in the patient's arm.